Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during fill on a homechoice (hc) device, it was reported that the tubing came loose on a supply bag and fluid leaked out. The technical service representative (tsr) assisted the home patient (hp) in ending therapy for the day. During follow up with the hp, the hp stated that there was no damage to the bag or the lines. The hp stated that the bag did not fall. The hp was able to perform therapy at a later time with no difficulties. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available.